Event description:
It was reported there was air entrapment was observed. During a procedure, a faradrive was chosen for use. After inserting the faradrive, a farawave catheter was introduced. While removing air, a significant amount of air was withdrawn from the hemostatic valve, leading to the replacement of the sheath. A leak was then observed, and the sheath was aspirated. The sheath was replaced. The procedure was completed without any patient complications. The device is not expected to be returned due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.